Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the consignment instrument was inspected and found to be broken. It is unknown whether the breakage occurred during a case or during sterilization. There have been no reported patient consequences, and it appeared that no fragments were generated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, expiration date), d9, h4. Corrected: d3, d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information ((B)(6)) received from the initial reporter indicates this product was "worn" and this was determined outside of the surgical procedure--therefore meeting the definition of an end-of-life product experience code, and a not reportable event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: reported as: "broken tip event date: unknown ¿ cssd called after a case that I was not in attendance ¿ [name] ¿ [date]. I inspected today [date] when attending the hospital. [Name] does not use this instrument so was not broken during the case on [date]. I have also spoken to other reps and no surgeons have used this instrument in recent times that we are aware. Not sure of who and when this was used and if this is something that occurred mid case or during sterilisation.". The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the cor/tri ant stem insert shaft was broken from the tip, the broken fragment was not returned for evaluation. Additionally, the device exhibits an overall appearance of wear consistent with multiple uses. The observed condition appears to be consistent with the effects of extensive use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.